Event description:
After zero-balancing, when the catheter was inserted in the pt, the monitor displayed "-10mmhg". On the next day, the monitor displayed value between "70mmhg" and "110mmhg". The staff from the user site brought the catheter and ventrix monitor back to the office and checked them . When the catheter was connected to the monitor and turned on, the power under the atmosphere pressure, displayed "105mmhg" at first, then "eeee" and "e08" at last.